Event description:
The user facility reported that during a diagnostics colonoscopy procedure, the physician reportedly experienced difficulty attempting to remove the colonoscope. The physician attempted to turn the device, and perforated the pt's bowel. The pt was immediately taken to surgery, laparoscopy was performed and the perforation was corrected. The pt was said to have been discharged and is reported to be doing well.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the report. The facility has declined to return the device for eval, however an olympus endoscope svc specialist was allowed to examine the device on-site. The endoscope was noted to have excessive play in the angulation controls, the insertion tube was worn, and the device appeared to have buckling along the length of the insertion tube. The insertion tube was reported to appear "very floppy." Review of the device instrument history indicates that the colonoscope was last serviced by olympus on 07/10/2009, when the unit had received a complete refurbishment. The cause of the reported phenomenon cannot be conclusively determined. This report is being submitted as an MDR in an abundance of caution.